Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured impactor was noticed in sterile processing following a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Proposed component code: mechanical (g04) - impactor complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device found to exhibit signs of repeated use (nicked/gouged/wear) and the impactor head component is fractured. Device history record was reviewed and no discrepancies were found. The root cause can be contributed to normal wear and tear of device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.